Event description:
The customer stated that her blood glucose readings had been higher than usual. She performed control tests and said the results were out of range. She did not provide any specific values. While troubleshooting, she performed a control test using hieght control solution. She received a result of 347 mg/dl. The high control range was 232-302 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.